Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that scope would not go down cannula of the hp2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 12mar2020 and investigated on 22apr2020. Evidence of clinical use was observed. A visual inspection did not identify any non-conformity. The c-ring was completely in tact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. Based on the returned condition of the device and the results of the investigation the reported failure "mechanical issue" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that scope would not go down cannula of the hp2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.